Event description:
The customer reported that during the ablation procedure, the temp and impedance were low. After the procedure, the doctor thought it seemed the needle had a problem. Initial eval of the returned sample found the insulation damaged and the needle failed hipot testing.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is complete, a f/u report will be submitted.